Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were believed to be fractured. Both leads have been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The distal segment of the lead was returned and analysis found no anomalies. However, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. (B)(4). The distal segment of the lead was returned and analysis found that the outer insulation had a breached depression. The proximal conductor had blood/body fluid (not obstructed), the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.